Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 2 instances of power failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 99 allegations of a malfunction, 56 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to damage to the battery cap and case. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 99 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-93 years of age and between 25 and 344 pounds. Of the reported patients, 36 were male, 62 were female, and 1 was unknown.